Event description:
--

Event description:
--

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information hat during the procedure after the pocket was closed a fluoroscopy was taken to see the status of the leads and device placement. Upon examining the fluoroscopy it was noted that the right atrial lead had dislodged, thus the pocket was open and a repositioning procedure took place. A j-curved stylet was used but the various stylets used became stuck in the atrial lead. A straight stylet was given to the physician, which wsa shaped into a j-curve stylet to attempt to reposition the lead once again, however the stylet became stuck also thus a decision was made to remove this right atrial lead and implant a new lead. When the physician saw that the new right atrial lead had a j-curve stylet packaged another attempt was made to reposition the old right atrial lead. Finally the old right atrial lead was positioned successfully. The new opened right atrial lead was thus not used. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt the compete lead was returned. Visual inspection noted blood in the helix mechanism. It was noted there was nothing visually wrong with the lead which would have caused the lead dislodgment. No further testing was performed. Laboratory analysis could not confirm the clinical observation.

Manufacturer narrative:
-